Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin sometimes shoot out when priming, insulin pump locked up once a couple months ago and when he presses a button there was a lag in response time. Customer¿s blood glucose was unknown. Customer stated that he pulled out batteries for a few minutes and then replaced with new batteries and it seemed to work fine, battery life diminished and had minor scratches on screen but can still read screen. Insulin pump will not be returned for analysis.